Manufacturer narrative:
Insulin pump passed displacement test, operating currents, self test, off no power, unexpected restart error test, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No unexpected low battery alarm, no blank display, no battery out limit alarm, no unexpected off no power alarm and no bad battery alarm. (B)(4).

Event description:
Customer reported via phone call that the device kept having dead batteries. Customer woke up with blood glucose of 400 mg/dl. After troubleshooting, customer was advised to let the device rest. Customer called back and reported that the device had a blank display after the rest. After troubleshooting, display returned. Customer was uncomfortable with the device. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.